Manufacturer narrative:
Getinge became aware of an issue with one of our columns - 115001a1 - alphamaquet operating table column. As it was stated, the column did not respond to remote control nor override panel and the patient had to be treated in another operating room. The issue led to a delay in a procedure on the anesthetized patient. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to the remote control nor override panel leading to the inability to position the patient as required and a delay resulting in prolonged anesthesia time, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and, thus was also directly involved with the reported incident. As no malfunction of the column was found, it was considered that the getinge device was up to the specification. A review of the received customer product complaints revealed that there were no serious injuries to a user nor to a patient or operator when this particular issue occurred. The complaint investigated herein is a single and isolated case. The affected getinge device has been evaluated by the company¿s service technician. The technician could not confirm a malfunction of the column. It was tested with several table tops and no problems were observed. As the preventive measure, the customer was recommended to replace the magnetic switch for the transporter detection and, if necessary, the column control because the error could not be verified. The affected getinge device was manufactured on 03/09/2004. The review of the customer product complaints database revealed that in the past there were no customer product complaints related to the investigated issue. The customer has a maintenance contract. The magnetic switch and column control unit were checked during the last maintenance performed in august 2023 and no issues were noticed. According to the technician¿s knowledge, these components have not been replaced at least since 2011. In summary and as a result of the performed root cause evaluation, it was concluded that no malfunctions with the magnetic switch and control unit were previously reported so it can be suspected that the issue occurrence might have been related to the device¿s age. However, as no malfunction could be confirmed by the service technician the root cause of the reported issue, namely the operating table not responding to the remote control nor override panel leading to the inability to position the patient as required and a delay resulting in prolonged anesthesia time, remains impossible to define. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 03/01/2004. Corrected h4 device manufacture date: 03/09/2004.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our columns - 115001a1 - alphamaquet operating table column. As it was stated, the column did not respond to remote control nor override panel and the patient had to be treated in another operating room. The issue led to a delay in a procedure on the anesthetized patient. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely operating table not responding to remote control nor override panel leading to inability to position the patient as required and a delay resulting in prolonged anesthesia time, was to reoccur.